Manufacturer narrative:
No product will be returned for eval.

Event description:
On (B)(6) 2011, pt reported experiencing concern with leaking while using the infusion sets. Pt stated there were no preparation or insertion issues. Pt reported the leaking seemed to appear where the infusion tubing and the infusion headset were connected. Pt stated, he rec'd a blood glucose reading of 300 mg/dl. Pt's target blood glucose range is around 100-150 mg/dl. Pt reported, he attempted to bolus to bring it down. Pt stated, the infusion set cannula was not bent or kinked. Pt uses the insertion assist plus device to insert the infusion sets. Pt reported a couple of days after he inserted the infusion set, he began to have the elevated blood glucose concerns. Advised pt to discontinue use of the infusion sets. Pt stated his blood glucose has returned to normal. The pt did not require assistance from a healthcare professional or second party to address the issue. No product return was requested.